Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleged nasal throat irritation or soreness,nose irritation,headache,dizziness in device related to a CPAP device's sound abatement foam.there was no report of serious patient harm or injury. The manufacturer's investigation is ongoing.a follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged alleged nasal throat irritation or soreness, nose irritation, headache, dizziness. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. Evidence of sound abatement foam degradation/breakdown was not observed. Seconday findings such as dust on pca and blower box lid was observed. The external investigation showed that there were no signs of contamination on the outside of the device. The device was hooked up to a known good power supply and power cord, airflow was verified to be operating correctly. The investigation confirmed that there was dust on the pca and on the lid of the blower box. There was a slight dust contaminate in the sound foam. There were no signs of sound abatement foam degradation. Section d8, d9, h2, h3 and h6 has been updated.